Event description:
It was reported that a patient was revised approximately six years and five months post implantation due to implant fracture, pain, and loosening of the femoral component. With regards to the retained foreign body the broken off screw had migrated to soft tissue in the popliteal fossa and the surgeon deemed that it would be unnecessarily complicated and high risk to remove that item from that area and it wouldn¿t cause any further issues. There is no additional information at this time.

Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in united kingdom. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: -risk management plan documents the estimated residual risk associated with the device within the reported event. -the root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. -the outcome of the reported event (surgical intervention) is in line with the rmp. Occurrence: in order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to notification date, being april 2020. - sales (april 2017 ¿ april 2020) = 126 units. - complaints search was conducted for events occurring between april 2017 ¿ april 2020 for item 154976. - no other complaints were identified for this item number other than cmp-0598198. - therefore, the calculated occurrence rate is 1 in 126 or 0.79%. - however, the occurrence in this case is calculated using a single complaint. Therefore, the current occurrence rating in the risk management file are still relevant and have not been exceeded; it is not possible to make a calculation based on one instance of a complaint. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. - multiple failure causes result in a harm of implant fracture. The root cause of the above complaint has not been determined, therefore a specific failure cause cannot be selected. As a failure cause cannot be selected, the occurrence score for one hazard cannot be attributed to all events. No corrective or preventive actions are deemed necessary. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Medical product: bmt smooth knee stem 14x80 item# 145024 ; lot# 513760. Rhk std femoral augment 10rm item# 159463; lot# 1332752. Rhk short hinge assembly item# 161583 ; lot# 3050854. Product not returned.

Event description:
It was reported that a patient was revised approximately six years and five months post implantation due to implant fracture, pain, and loosening of the femoral component. With regards to the retained foreign body the broken off screw had migrated to soft tissue in the popliteal fossa and the surgeon deemed that it would be unnecessarily complicated and high risk to remove that item from that area and it wouldn¿t cause any further issues. There is no additional information at this time.